Event description:
During a laparoscopic vaginal hysterectomy procedure, an endo gia staple gun was ued. After fourth firing of the endo gia, the reloaded staple cartridge fell apart. The cartridge fell into the patient's abdomen and was retrieved by the use of an endoscopic grasper.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped temporarily. The device was not destroyed/disposed of.